Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) year old male patient with a complicate medical history was ready for discharge planning when the he was found to be unable to speak. The patient presented with an hcva and subsequently expired. The hvad pump ((B)(4)) was explanted and returned to the manufacturer for evaluation. A pathological analysis was performed to the pump (B)(4) which revealed that no gross evidence of device complication or thrombus formation. Hemorrhagic stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) year old male patient with a complicated medical history was getting ready for discharge planning on (B)(6) 2014, was found unable to speak, and subsequently expired. Patient had previously presented on (B)(6) 2014 with (B)(6) bacteremia due to recurrent driveline infection. On (B)(6) 2014, the pump was exchanged with a "post-operative course notable for no prior focal neurological complaints or headache". The patient remained in the hospital for a prolonged period of time awaiting, primarily, a therapeutic international normalized ratio (inr); his course was also complicated by oral herpes simplex virus type 1 (hsv-1) and a rash that was considerate to be a possible vasculitis. The last patient's antibiotics were administrated on (B)(6) 2014. On (B)(6) 2014 the patient was getting ready for discharge planning when the patient was found to be unable to speak. The patient presented with an hcva (hemorrhagic cerebrovascular accident (hcva)). The patient was referred to palliative care where he subsequently expired. The device was explanted and returned to the manufacturer for evaluation.